Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the endo therapy accessories were welded to the distal end of the scope during an unspecified procedure. The event can be prevented by handling the device in accordance with the following instructions for use: warnings and cautions should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a burnt plastic distal end cover. There was no patient involvement.